Manufacturer narrative:
Additional information: a1,h6 the event happened during calibration and the customer confirmed that there was no patient associated with the reported event. Correction:b3 & b4 corrected b3 & b4 to indicate correct event date and date of report.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for further evaluation. However, vyaire medical was able to confirm the issue and sent a replacement touch screen under warranty. The touch screen does not always respond correctly to user touch inputs. This was observed immediately following a mainboard replacement. The problem was solved with new display unit. Root cause of failure was determined due to defective user interface / touch screen. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, in some areas, the touchscreen does not respond. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the mainboard of bellavista 1000 was changed prior to alarm 401. However, after replacing the mainboard and performing the calibration procedure, the screen is not functioning properly. Furthermore, there was no information regarding patient involvement associated with the reported event.